Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the patient noted "getting electricity shocks from the neurostimulator." Follow-up was performed to obtain additional details regarding the reported event. This event will be updated if additional information is received.

Manufacturer narrative:
Please note the implantable neurostimulator (ins) serial number has been updated at this time. (B)(4).

Manufacturer narrative:
Incorrect event description updated to the following: the manufacturer representative reported that the patient noted ¿electric shocks here too.¿ follow-up was performed to obtain additional details regarding the reported event. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative (rep) that he experienced ¿discomfort while charging¿ and that it was a ¿sensation like heat or like it inflamed.¿ it was restated that the patient¿s implantable neurostimulator (ins) site ¿experienced heat¿ and that it was ¿causing inflammation in the area.¿ the patient further reported that the ¿sensation remained for about a day or so after charging.¿ it was later clarified that while the patient was charging the sensation was ¿not too bad, but after it felt inflamed for at least a day or two.¿ it was noted the ¿inflamed heat¿ occurred while recharging while the stimulation was on and ¿rarely¿ when it was off. The patient initially reported that despite having two implants, it was only happening on one side. However, later follow-up with the patient indicated that it occurred ¿rarely¿ with their left ins and ¿more on the right.¿ the patient recharged with a thin layer of shirt between their skin and recharger and used the same recharger with both inss. It was noted that one ins was implanted around t6-t7 on the right hand side of their spine and that the other ins was further right by about three inches. The reporting rep was unsure whether the patient was leaning on anything while recharging. It was noted the patient had not observed any antenna too hot messages on their recharger. The patient¿s recharger was to be replaced as a result of the event in order to rule out any possible issue with the recharger. Additionally, it was reported the patient was ¿experiencing a zapping electrical sensation¿ and that ¿it was a shocking sensation¿ that would ¿happen randomly.¿ the shocking reportedly ¿seemed to be intermittent in nature¿ and the patient was not able to consistently track or see the issue. It was noted that the shocking sensations that ¿seemed to be at random¿ were also only on one side.